Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 4 of 17 devices have been returned for evaluation. Evaluation of the four returned device found excessive wear due to a lack of proper maintenance. This devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 17 </noe> malfunction events. This report summarizes 17 malfunction events where a midwest e pro handpiece overheated. There no injuries in any of the events.